Event description:
A 10 ml prefilled normal saline syringes manufactured by b braun are brown tinged in color and appear to have particulate matter within the solution. All lots ending in sfr. Dates of use: twenty two days in 2007.